Event description:
Fill volume: 270ml to 333ml. Flow rate: 4ml/hr (2+2 dual site). Procedure: unk- anp. Cathplace: unk- anp. An international distributor reported that an infusion of a pump ended sooner than expected. It was reported as "filled with l-bupivacaine they expected it to last the pt a couple of days but went to check it in the morning and it appeared to be almost empty". No pt injury or medical intervention was reported. Additional info was requested however, the distributor reported that "no more info as in the submitted questionnaire will be provided.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and eval are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.